Event description:
It was reported that during an unspecified surgical procedure, they observed three sequential unformed staples at the first firing using echelon 3000 60mm as the staple legs were straight. Unformed staples were from the right side of cartridge - midway - outermost row. Silk sutures were used to oversew and secure the area. Tissue being stapled had consistent thickness. Surgeon pre-compressed before firing. All other staples appeared fully formed. The stapler fired 10 more times with 10 gst60t loads; all with fully formed staples. However, they were unable to identify which loads produced the unformed staples. There was no patient consequence reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/09/2026 d4: batch #533d85 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60t reload (g) was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additionally, a photo was provided showing a piece of cardboard. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of 610d77 / 22gst60t, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 533d85, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.